Event description:
The customer reported obtaining erroneous "critical" low glucm (modular glucose) results for multiple patients involving the unicel dxc 800 synchron system. The customer indicated that the erroneous results were reported out of the laboratory. The customer stated that an initial glucose result of 22 mg/dl for one of the patients was questioned by the clinician and the patient was retested using an alternate methodology and a result of 97 mg/dl was obtained which alerted the customer of the issue. When the issue was noticed, the samples were repeated on an alternate beckman coulter analyzer, corrected reports were issued out of the laboratory, and medical personnel were informed of the correction. The customer stated that there was no impact or affect to patient treatment in connection with this event. The customer stated that the glucose electrode maintenance was up to date and that the routine scheduled maintenance on the electrode was not due until june. The customer provided patient data for the event and a review of the provided data confirms seven (7) patient results which do not meet the glucm assay precision claims.

Manufacturer narrative:
The customer resolved the issue by performing routine maintenance on the glucose module cup and electrode; however, the customer was unable to determine the cause of the issue. Failure mode is unknown but the customer resolved the issue by performing routine maintenance on the glucose module cup and electrode. Routine maintenance resolved the issue.